Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed error code #58 and error code #124 in the iabp log files which indicates atmospheric (atm) pressure and drive pressure calibration issues. The stm replaced the front end board, then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) experienced a system failure and boot up issue. There was no patient harm and no adverse event was reported.